Event description:
The pt's mother reported that while the pt was in post-op recovery, he quit breathing and needed to be revived. The hcp reported that the pt had not been getting full baclofen delivery due to "catheter disintegration" prior to revision. A bolus was given intraoperatively and the programmed dose was decreased from 234 mcg/day to 190 mcg/day. In the recovery area, the pt experienced baclofen overdose and respiratory failure. The pt was intubated and given a bolus of physostigmine. The pt recovered promptly and was monitored overnight. The pt recovered without sequela and is doing well.